Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, A 27MM SJM MASTERS SERIES MECHANICAL HEART VALVE WAS CHOSEN FOR AN AORTIC VALVE REPLACEMENT SURGERY DUE TO SEVERE AORTIC STENOSIS. DURING DEVICE PREPARATION, THE LEAFLETS MOVEMENT TESTED USING A LEAFLET TESTER AND CONFIRMED IT WAS MOVING NORMALLY. DURING THE OPERATION, WHEN THE VALVE WAS SUCCESSFULLY IMPLANTED, THE PHYSICIAN FOUND THAT THE VALVE LEAFLETS WERE NOT OPENING PROPERLY DUE TO THE OBSTRUCTION OF TISSUE STRUCTURE UNDER THE VALVE. SO, THE REGENT VALVE WAS REMOVED AND REPLACED BY ANOTHER 27MM SJM MASTERS SERIES MECHANICAL HEART VALVE WHILE PATIENT ON BYPASS. THE OPERATION WAS FINALLY COMPLETED. THE CARDIOPULMONARY BYPASS TIME WAS PROLONGED, YET IT DID NOT CAUSE ANY SIGNIFICANT ADVERSE EFFECTS. THE PATIENT WAS IN STABLE CONDITION.

Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
It was reported that on (b)(6)2025, a 27mm SJM Masters Series Mechanical Heart Valve was chosen for a Aortic valve replacement surgery due to severe aortic stenosis. During device preparation, the leaflets movement tested using a leaflet tester and confirmed it was moving normally. During the operation, when the valve was successfully implanted, the physician found that the valve leaflets were not opening properly due to the obstruction of tissue structure under the valve. So the Regent valve was removed and replaced by another 27mm SJM Masters Series Mechanical Heart Valve while patient on bypass. The operation was finally completed. The cardiopulmonary bypass time was prolonged, yet it did not cause any significant adverse effects. The patient was in stable condition.

Event description:
N/A.

Manufacturer narrative:
AN EVENT OF INCOMPLETE COAPTATION WAS REPORTED. THE DEVICE WAS NOT RETURNED FOR ANALYSIS. THE DEVICE HISTORY RECORD WAS REVIEWED TO ENSURE THAT EACH MANUFACTURING AND INSPECTION OPERATION WAS PERFORMED, AND THE PRODUCT MET ALL SPECIFICATIONS. BASED ON ALL AVAILABLE INFORMATION, THE ROOT CAUSE OF THE LEAFLET IMMOBILITY COULD NOT BE CONCLUSIVELY DETERMINED.

Manufacturer narrative:
An event of incomplete coaptation was reported. The device was returned to Abbott for investigation. The device was returned to Abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.